Event description:
Patient was revised to address poly wear of the insert.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the manufacturing lot. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear; however, the length of time implanted (15 years) in combination with the reported patient large physical stature and activity level are possible contributing factors. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.